Event description:
The patient underwent surgery to explant the lead due to lack of therapeutic effect. During removal the lead fractured and the distal portion remained in the patient. Further information is being requested at this time.